Manufacturer narrative:
The qc data recovery provided was acceptable. The investigation did not identify a product problem. There were many sample clot alarms observed. It was found that the customer's sample centrifugation time is 7 minutes, which is too short. The field service engineer (fse) checked the pipetting parts and decontaminated the sample probe. The investigation determined that the root cause of the event is consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2023, the initial crep2 result was 4.05 mg/dl. The result was reported outside of the laboratory. The doctor questioned the result as it didn't the patient's clinical picture and the sample was repeated. On (B)(6) 2023, the sample was repeated and the result was 0.96 mg/dl. The reagent lot number is 657574 and the expiration date is 31-may-2023.